Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 4/8/2019. The patient date year is 1949; b.3: patient gender is male. Physical manufacturer name and address are updated. [Conclusion]: the healthcare professional reported that during an intervention procedure on (B)(6) 2019, on a patient having an m1 stroke, the 5 x 33 embotrap ii revascularization device (et007533 / 17l040av) was used for one pass. The physician attempted to pull the embotrap out through the sofia® plus intermediate catheter (microvention) but it became stuck halfway in the intermediate catheter. The physician pulled both the sofia® plus and the embotrap out of the patient and used the catch stent retriever (balt) to remove the remaining thrombus that was left. The clot characteristics are not known. The cause of the withdrawal difficulty was not known. Continuous flush had been maintained within the microcatheter. The patient was successfully re-perfused. There was no report of any patient consequence or adverse event associated with the reported issue. The embotrap was reported as not available to be returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (17l040av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (17l040av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the embotrap ii revascularization product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to correct the manufacture information in sections d and g. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that during an intervention procedure on (B)(6) 2019, on a patient having an m1 stroke, the 5 x 33 embotrap ii revascularization device (et007533 / 17l040av) was used for one pass. The physician attempted to pull the embotrap out through the sofia® plus intermediate catheter (microvention) but it became stuck halfway in the intermediate catheter. The physician pulled both the sofia® plus and the embotrap out of the patient and used the catch stent retriever (balt) to remove the remaining thrombus that was left. The patient was successfully re-perfused. There was no report of any patient consequence or adverse event associated with the reported issue. The embotrap was reported as not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (17l040av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of manufacturing documentation associated with this lot (17l040av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. With the limited information available and without the embotrap ii revascularization product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an intervention procedure on (B)(6) 2019, on a patient having an m1 stroke, the 5 x 33 embotrap ii revascularization device (et007533 / 17l040av) was used for one pass. The physician attempted to pull the embotrap out through the sofia® plus intermediate catheter (microvention) but it became stuck halfway in the intermediate catheter. The physician pulled both the sofia® plus and the embotrap out of the patient and used the catch stent retriever (balt) to remove the remaining thrombus that was left. The patient was successfully re-perfused. There was no report of any patient consequence or adverse event associated with the reported issue. The embotrap was reported as not available to be returned for evaluation and analysis.